Manufacturer narrative:
Info provided by the MFR. Evaluation summary: the phacoemulsification machine was examined and tested at the customer location by an amo service tech. No issues were detected that related to the incident, however, it was noted that the pump assembly was loose due to a missing screw. Equipment was repaired.

Event description:
The surgeon reported experiencing a broken capsule in the operative eye during a phacoemulsification procedure. A vitrectomy was performed and the pt was implanted with a pc lens. Eight days following the procedure, the pt returned to surgery for repositioning of the lens. The surgeon reported that the pump wheel was loose on the phaco machine.